Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited noisy signals, oversensing and high capture threshold. Technical services reviewed the episodes and noted the noise appeared to be diaphragmatic. Additionally, this pacemaker system displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Ts noted that the sensing was unipolar and pacing was bipolar and it was suspected that the noise could be due to these settings. Patient is not pacemaker dependent, however, noise and oversensing did result in inhibition of pacing for greater than two seconds. Since patient is not dependent, rv conduction was seen through the noise. Impedance showed a steady drop from 1100 ohms to 600. Sensing also showed fluctuating values dropping from 4milli volts (mv) to 3 mv. This system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited noisy signals, oversensing and high capture threshold. Technical services reviewed the episodes and noted the noise appeared to be diaphragmatic. Additionally, this pacemaker system displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Ts noted that the sensing was unipolar and pacing was bipolar and it was suspected that the noise could be due to these settings. Patient is not pacemaker dependent, however, noise and oversensing did result in inhibition of pacing for greater than two seconds. Since patient is not dependent, rv conduction was seen through the noise. Impedance showed a steady drop from 1100 ohms to 600. Sensing also showed fluctuating values dropping from 4milli volts (mv) to 3 mv. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the lead was reprogrammed to bipolar resulting in noise elimination. High capture threshold was resolved by repositioning the lead. Recently, further information was obtained indicating that the patient experienced a thumping sensation in the chest alongside an elevated pacing threshold. Investigation revealed that the right ventricular (rv) lead had perforated, resulting in loss of capture, with the patient also experiencing syncope associated with pauses of up to 6 seconds. The compromised lead was subsequently explanted, and a non-boston scientific temporary pacing lead was successfully implanted. Diagnostic imaging, including a chest x-ray, computed tomography, and echocardiogram, was conducted to verify the lead perforation. No additional adverse effects were reported in relation to the patient.

Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited noisy signals, oversensing and high capture threshold. Technical services reviewed the episodes and noted the noise appeared to be diaphragmatic. Additionally, this pacemaker system displayed a yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Ts noted that the sensing was unipolar and pacing was bipolar and it was suspected that the noise could be due to these settings. Patient is not pacemaker dependent, however, noise and oversensing did result in inhibition of pacing for greater than two seconds. Since patient is not dependent, rv conduction was seen through the noise. Impedance showed a steady drop from 1100 ohms to 600. Sensing also showed fluctuating values dropping from 4milli volts (mv) to 3 mv. This system remains in service and no adverse patient effects were reported.subsequently, additional information was received indicating that the lead was reprogrammed to bipolar resulting in noise elimination. High capture threshold was resolved by repositioning the lead.